Event description:
It was reported the patient underwent a hip arthroplasty revision approximately 8 years post implantation due to metal adverse tissue reaction and trunnionosis. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of medical records and radiographs were provided and reviewed by a health care professional. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: primary operative notes were reviewed and no complications noted. Revision op note review identified the following: a little bit of thickened redundant tissue lining the synovial inner layer of the hip joint. Biopsied with a rongeur and also peeled away partial aseptically with electrocautery. This was all sent to pathology to rule out aseptic, lymphocyte-dominated vasculitis-associated lesion (alval). Titanium oxidation noted at the head-trunnion connection and trunnion was polished off with bovie tip scratch pad. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10681; 0001825034-2018-10683.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently the patient was revised due to unknown reasons.

Event description:
It was reported the patient underwent a hip arthroplasty revision due to metal adverse tissue reaction.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.